Manufacturer narrative:
D3: corrected. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint could not be confirmed. The probable cause of the issue is unknown. Upon further investigation, the downstream occlusion (dso) seal was found to be degraded and the upstream occlusion (uso) seal was found to be separating. The dso and uso seals were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed the volume test during preventative maintenance (<18.2 ml). There was no patient involvement. The issue occurred three times.